Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient died during an upgrade to a bi-ventricular pacemaker. Thirty minutes into starting the procedure the patient became hypoxic, developed pea, and died on the operating table. It was noted the patient was very ill. There were no allegations against the device. The patient was reportedly on dialysis and was in pre-op holding all day with saturation levels in the low 90's, was on oxygen, and had a low blood pressure.